Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 34in. (86cm) a.t.s. Cylindrical cuff - dp, sb, part number review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2019, it was reported from chiba rehabilitation center that a 34in. (86cm) a.t.s. Cylindrical cuff - dp, sb caused an injury which looks like burn occurred on the patient¿s leg which was surrounded by this cuff. During the surgery, webril or padding was used. The pressure was set to 225 mmhg for 120 minutes. The size of the cuff chosen was appropriate for the patient's leg circumference. Device code: no code available for unspecified product failure. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event is therefore non-verifiable and cannot be confirmed. The root cause of the reported event could not be specifically determined with the information that was provided as the device was not returned for evaluation. It is unknown with the information that was provided how this event occurred. During follow up it was noted that the pressure was set to 225 mmhg for 120 minutes. The size of the cuff that was chosen for use was deemed appropriate by the hospital for the patient¿s leg circumference. It was noted that the tourniquet cuff used in this case was a reusable cuff and therefore was not new for the patient. Unfortunately it was unable to be provided if any sort of skin cleanser or other kind of prep work was performed prior to the application of the cuff that could have caused a chemical burn or allergic reaction. Based on this information, there are no significant contributing factors listed that could attribute to the marking found on the patient. The tourniquet time and settings were appropriate and within the recommended association of perioperative registered nurses (aorn) guidelines. The zimmer a.t.s. Cylindrical tourniquet cuff instructions for use (#62288090010, rev c) states on page 2-4 that 'the tourniquet cuff must be applied at the proper location on the limb for an appropriate time, and within an appropriate pressure range. Application of the tourniquet cuff over the peroneal nerve (the knee or ankle), or the ulnar nerve (the elbow) may produce nerve/bone impingement resulting in nerve damage or paralysis. Do not readjust an already positioned tourniquet cuff by rotation. Rotation produces shearing forces which may damage the underlying tissue. Prolonged ischemia may lead to temporary or permanent damage to tissues, blood vessels, and nerves. Tourniquet paralysis may result from excessive or insufficient pressure. Insufficient pressure may result in passive congestion of the limb with possible irreversible functional loss. Prolonged tourniquet time can also produce changes in the coagulability of the blood with increased clotting time. Pathophysiological changes due to pressure, hypoxia, hypercarbia, and acidosis of the tissues occur and become significant after about 1 1/2 hours of tourniquet use. Symptoms of tourniquet paralysis are motor paralysis and loss of sense of touch, pressure, and proprioceptive responses.' The zimmer a.t.s. 3000 automatic tourniquet system instructions for use (#62210009600, rev. B) also states on page 6-7 to 'select the proper cuff size to allow for an overlap of about 3 to 6 in. (7.6¿15 cm). Too much overlap may cause cuff rolling and telescoping, and may lead to undesired pressure distribution on the limb. The skin under the tourniquet cuff must be protected from mechanical injury by smooth, wrinkle-free application of the cuff.' The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned.

Event description:
It was reported that the device caused an injury which looks like burns occurred on the patient¿s leg which was surrounded by this cuff. There was no delay. During the surgery, webril or padding was used. The pressure was set to 225 mmhg for 120 minutes. The size of the cuff chosen was appropriate for the patient's leg circumference. No additional consequences were reported as a result of this malfunction.